Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3216 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rees3216) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported the ECG wire fractured on the 5fr. Triple lumen PICC. It was stated it was a successful PICC placement and did reach the patient but was not retrieved. Determination of source of the wire was confirmed due to pre and post placement cxr.